Event description:
Nurse was priming IV tubing (clearlink system continu-flo solution set) 104 inch 0.2 micron filter, when tubing separated at distal port site. Tubing was not under tension to cause separation. Tubing removed from IV bag and replaced with new tubing set. Did not reach patient.